Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the patient when it was suspected that the bolus didn't go through, the patient was told the cache was full. After the cache was emptied it worked fine.

Manufacturer narrative:
Continuation of d10: product ID a820 product type software software version 2.0.1700 section d information references the main component of the system. Other relevant device(s) are: product ID: a820, unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative (caller) regarding a patient receiving an unknown drug via an implantable I nfusion pump for spinal pain indications. Code 156 was reviewed. It was reported 2025-dec-26 that the caller had called about a week ago about the patient's personal therapy manager (ptm) not working right. The caller stated the handset lags at 90% and then becomes unresponsive. The agent on the call reviewed lag considerations and assisted the caller with clearing data. The patient was able to successfully connect without issue. The caller mentioned the patient tried to deliver a bolus earlier but they didn't think it went through and currently the handset indicated the patient was locked out. The agent reviewed considerations and to monitor then call back if further assistance is needed.